Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent when the investigation is completed.

Event description:
We received comments from the customer that the invasive blood pressure measured in the pulsioflex and then transferred to a philips bedside monitor differed by up to 20 mmhg. The customer used a transfer cable from the pulsioflex usb port to an intellibridge module on the philips bedside monitor. The client simultaneously zeroed the arterial pressure on the pulsioflex and the philips bedside monitor. But nothing changed, the readings constantly differed by more than 10mmhg. These values were not obvious to the user and could have led to wrong or delayed treatment.

Manufacturer narrative:
We have completed our investigation of customer complaint#: (B)(4). Problem description: it has been reported that the invasive blood pressure that is measured in the pulsioflex and then transferred to the philips monitoring cabinet differs by up to 20 mmhg. They have a transmission cable from the pulsioflex's usb port to an intellibridge module on the philips monitoring cabinet. They reset the arterial pressure on the pulsioflex and on the philips monitoring cabinet at the same time. Investigation results: the device was investigated by a field technical engineer (fte) at the customer site. The following investigation has been performed. The fte has setup the device to simulate the real use as described by the customer with the bedside monitor. A picco test tool was used to simulate a patient connection and to give the signals fro blood pressure. Both monitors (pulsioflex and philips) did show the same pressure signal with no differences. During the investigation onsite the customer has mentioned that 10 days before the fte did the investigation, philips has run a software update on all their monitors. This update might have solved the issue. As the described value difference could not be reproduced, the root cause could not be identified. Overall, investigations did indicate that the device failed to meet its specification when the problem occurred. Therefore, a relationship between the device and the complaint cannot be excluded. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate (< 0,01 %, considering root cause). Based on the information stated above, no additional actions will be taken. The complaint will be closed.

Event description:
Manufacturer reference#: (B)(4).